Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. The burr lock mechanism assembly was disassembled and it was determined that one of the 2 springs for the lock tabs had failed and was not pushing on the lock tabs to secure the cutter devices. It was further determined that the one of the springs was observed to be out of place and deformed. It was observed that the other spring was out of place and completely gone. It was determined that the cause of the springs to come out of place was due to the handpiece being run without a cutter. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was discovered that the burr device would not load into the attachment device. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.